Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer has preexisting medical conditions consisting of extensive back surgery and nerve damage from the back surgery has led to drop foot. The rollator was prescribed by his doctor in (B)(6) 2010, after his surgery, for stability. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Replacement parts have been sent under warranty.

Event description:
Consumer stated that the right side brake of his rollator broke and brake will not engage. No injury alleged.